Manufacturer narrative:
Date of event: aware date of (B)(6) 2021 used as event date is unknown.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted. Post implant, a thrombus on the face of the 24mm watchman flx device was noted. The patient has been receiving chemo-therapy as a cancer patient, had sub therapeutic international normalized ratios (inr) on warfarin, and a covid-19 vaccination since the date of implant. The patient will be switched to pradaxa and will be followed.